Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that at the end of the procedure while the distal access catheter (subject device) was being removed from the guide catheter, it cracked opened approximately 2cm from the hub. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter hub was noted to be deformed and there was a break noted 4mm from the strain relief confirming the reported event. No other anomalies were noted on the device. It is possible that the device was damaged during unpackaging of the device or during preparation of the device causing the break. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
It was reported that at the end of the procedure while the distal access catheter (subject device) was being removed from the guide catheter, it cracked opened approximately 2cm from the hub. There were no reported clinical consequences to the patient.